Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of "hi". The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer used the last of the suspect test strips while troubleshooting, so no product will be returned.